Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), a power on reset (por) occurred in initial interrogation. The reset was cleared. The crt-d remains in use. No patient complications have been reported as a result of this event.